Manufacturer narrative:
Device evaluation: the rms-060026-r device of lot number c1956744 involved in this complaint was returned for evaluation the introducer only was returned the stent was discarded on the day of the procedure, a second unused stent was also returned .with the information provided, a visual examination and document-based investigation was conducted. An image was provided by the customer which shows unused resonance introducer in packaging. Lab evaluation: the device related to this occurrence underwent a laboratory evaluation on the 29th june 2023. Visual inspection: one stent returned unopened in the packaging. Unused , unopened. Introducer returned with hub connected , no damage observed. Functional inspection: n/a. Manufacturing records: prior to distribution rms-060026-r devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for rms-060026-r of lot number c1956744 was performed, an nc code (dim-009) ¿length out of spec short) ¿was noted on the work order, however this unit was subsequently scrapped and would not have contributed to this complaint issue the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1956744. Review historical data. It should be noted that the instructions for use (ifu0020) note migration or stent dislodgement as a potential adverse event associated with the use of the rms device. The IFU also states as follows: ¿individual variations of interaction between stents and the urinary system are unpredictable. Use of this device should be based upon consideration of risk-benefit factors as they apply to your patient. Informed consent should be obtained to maximize patient compliance with follow-up procedures.¿ there is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis. A definitive root cause could not be determined. A possible root cause could be attributed to inherent risk of the device, as migration or stent dislodgement is a potential adverse event associated with the use of the rms device. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/ correction: complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation: according to the customer the stent migrated immediately after deployment. Complaint is confirmed based on customer and/or rep testimony. A possible root cause of inherent risk of device and difficult patient anatomy was identified. According to the customer the patient had no adverse event due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 10-jan-2024.

Event description:
When the doctor pushing metal stent into kidney by pushing catheter and he found the stent migrated to ureter while releasing the stent. Finally, he replaced a new device to finish the procedure. The doctor is well experienced in our product. He consider there has tolerances in the pushing catheter that cause the migration.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report is being submitted due to an update to the imdfr codes on 17-oct-2024. Annex a has been updated from a010402 (migration) to a040608 (material too soft / flexible).

Manufacturer narrative:
Supplemental report is being submitted due to an update to the imdfr codes on 17-oct-2024. Annex a has been updated from a010402 (migration) to a040608 (material too soft / flexible). Device evaluation: the rms-060026-r device of lot number: c1956744 involved in this complaint was returned for evaluation the introducer only was returned the stent was discarded on the day of the procedure; a second unused stent was also returned. With the information provided, a visual examination and document-based investigation was conducted. An image was provided by the customer which shows unused resonance introducer in packaging. Visual inspection: one stent returned unopened in the packaging. Unused, unopened. Introducer returned with hub connected, no damage observed. Functional inspection: n/a. Manufacturing records: prior to distribution rms-060026-r devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for rms-060026-r of lot number: c1956744 was performed, an nc code (dim-009) ¿length out of spec short) ¿was noted on the work order, however this unit was subsequently scrapped and would not have contributed to this complaint issue the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number: c1956744. Review historical data: it should be noted that the instructions for use (ifu0020) note migration or stent dislodgement as a potential adverse event associated with the use of the rms device. The IFU also states as follows: ¿individual variations of interaction between stents and the urinary system are unpredictable. Use of this device should be based upon consideration of risk-benefit factors as they apply to your patient. Informed consent should be obtained to maximize patient compliance with follow-up procedures.¿ there is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined. A possible root cause could be attributed to inherent risk of the device, as migration or stent dislodgement is a potential adverse event associated with the use of the rms device. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/ correction: complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation: according to the customer the stent migrated immediately after deployment. Complaint is confirmed based on customer and/or rep testimony. A possible root cause of inherent risk of device and difficult patient anatomy was identified. According to the customer the patient had no adverse event due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.